Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. The following sections were updated. The investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during a procedure the liner would not assemble with the shell. Another liner was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.